Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that tube k2edta plh 13x75 3.0 plblce gld had a discolored or abnormal additive. The following information was provided by the initial reporter: "when the tube was taken during plasmapheresis, the pbo tube (light purple tube) contained fluid. Immediately stopped taking that pbo tube. New purchase order and new tube filled. During donation. In the hall of dc 2 lot numbers of light purple tubes are open. Also plastic packaging with reference number was thrown in garbage when pack of tubes was opened. Lot# unknown."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that tube k2edta plh 13x75 3.0 plblce gld had a discolored or abnormal additive. The following information was provided by the initial reporter: "when the tube was taken during plasmapheresis, the pbo tube (light purple tube) contained fluid. Immediately stopped taking that pbo tube. New purchase order and new tube filled. During donation. In the hall of dc 2 lot numbers of light purple tubes are open. Also plastic packaging with reference number was thrown in garbage when pack of tubes was opened. Lot# unknown."